Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that his one touch verio iq meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2024, at 10:00 pm, he was feeling ¿really bad and nauseous¿. In response to the symptoms, the patient claimed he attempted to test his blood glucose with the subject meter but was unable to obtain a reading due to the alleged power issue. As a result, the patient stated that he went to the urgent care clinic where he received a blood glucose result of ¿532 mg/dl¿ on the clinic meter and was treated with 10 units of admelog insulin and intravenous fluids at 11:00 pm. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The cca confirmed the correct test strips were being used for testing. The cca noted that the patient no longer had the subject meter as it had been discarded. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after they were unable to test their blood glucose due to the reported issue. The subject meter could not be ruled out as a cause or contributor to the event.